Event description:
It was reported that a device experienced a system error 105. There was no patient injury reported.

Manufacturer narrative:
(B)(4). Evaluation confirmed unit received inoperable due to reported symptom of "serial (B)(4) that is giving a system error 105" caused by a failed motor (seized). The failed motor assembly was replaced.